Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00481.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a ruby coil detachment handle (handle) and pod coils. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a pod coil into the target vessel and used the handle to detach it; however, the pod coil failed to detach. Subsequently, the physician used forceps to successfully detach the pod coil in the vessel. The procedure was completed using seven additional pod coils and another handle. There was no report of an adverse effect to the patient.